Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the aiming device broke off during removal of the aiming device after they implanted the blade. Little pieces of the aiming device fell on the floor. There was a report of a ten minute surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was returned with a small portion of peek material around one of the pins is broken off. Supplier (B)(4) manufactured part number 03.010.412 / lot no 09a2593. The parts were made to the relevant specifications. The review of the production history revealed that this instrument was manufactured and sold in the year 2010 according to the specifications. A noncompliant surface related irregularity was found. This cosmetic non-conformance is not relevant to the complaint condition. Based on these results the cause of failure is not due to any manufacturing non-conformances and it is likely that a mechanical overloading during use led to the damage. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.